Event description:
It was reported that the patient has been on therapy about 10 hours and not reached targeted temperature (tt) in an arctic sun device. Water temperature (wt) has been all over the place as well as patient temperature (pt). Recently water temperature (wt) was in the 20s. They received patient temperature (pt) unstable and erratic alerts. Nurse changed out probe and patient temperature (pt) has been stable since. Confirmed those alerts or alarms were typically tied to a probe or cable issue and replacing the probe likely solved the problem. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 40c. Secondary probe correlates patient temperature (pt) reading now. Noted water temperature was very warm and where they expect based on patient temperature (pt). Device appeared to be responding appropriately now. Call back with any changes, alerts or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "sensor wire too weak / thermistor wire too weak". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy about 10 hours and not reached targeted temperature (tt) in an arctic sun device. Water temperature (wt) has been all over the place as well as patient temperature (pt). Recently water temperature (wt) was in the 20s. They received patient temperature (pt) unstable and erratic alerts. Nurse changed out probe and patient temperature (pt) has been stable since. Confirmed those alerts or alarms were typically tied to a probe or cable issue and replacing the probe likely solved the problem. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 40c. Secondary probe correlates patient temperature (pt) reading now. Noted water temperature was very warm and where they expect based on patient temperature (pt). Device appeared to be responding appropriately now. Call back with any changes, alerts or concerns.